Event description:
During the procedure the first assistant who was assisting with the robot noticed a hole on the robotic drape where the seams had started to separate. She ask for a adhesive dressing that she used to seal the hole to avoid contamination. Throughout the case the seam started to separate even more. She draped a sterile towel over the hole to help decrease further contamination and proceeded with the case.